Event description:
The customer reported that there was a lot of artifact during 12 lead on the mrx, when you move the trunk cable.

Manufacturer narrative:
The customer reported that there was a lot of artifact during 12 lead on the mrx, when you move the trunk cable. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.